Event description:
It was reported that after a procedure using the dyonics whirlwind 90 probe, when the dressing was removed 5-6cm burn was noticed on the internal side of right arm. The surgeon suspects this might be a thermal burn due to irrigation fluid warming. There was no further information reported regarding the severity of the burn or the treatment. The procedure was otherwise completed without significant delay or further complications.